Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller display could not be activated by pressing the display button. When pressing the battery button, only 2 out of 4 green bars lighted up. When disconnecting a power cable, the display was activated showing the expected alarm message. The patient mentioned casually that the system controller got very warm the day before. The system controller did not trigger any alarm by itself, indicating the malfunction. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller overheating was not confirmed nor reproduced. The reported event of display issues including flickering/unresponsive light emitting diodes (leds) was confirmed and reproduced. A review of the downloaded controller log files revealed the controller¿s internal temperature ranged from 38 - 48 degrees celsius, while operating the pump. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. The system controller (B)(6) was returned for testing in unremarkable visual condition. Analysis of the returned system controller specifically the j1 connector revealed that under a microscope, the solder on numerous pins on the j1 connector appeared to be cracked allowing the pins to intermittently move when physical force was applied to the component. This included pins 3 and 4 of the j1 connectors which correlated to providing power to the d3 and d4 leds, this damage is consistent with the observed led/display issue. The location of the j1 connector is directly underneath the navigation button (s1). The system controller was reassembled, and physical force was applied to the ui panel proximal to the display/navigation button but not the button itself and similar flickering behavior to the leds was observed. The system controller was functionally tested and mock loop and was found operate as intended during analysis. No alarms were produced while testing. Temperature testing was performed on the controller during mock loop testing. A temperature sensor, t1, was placed on the liquid crystal display (lcd) of the controller and t2 was placed on the back battery cover. The temperature of the controller remained within specification during testing. The root cause of the reported display issues was determined to be compromised solder joints on the j1 connector of the ui panel, however a root cause to the damage to the j1 connector was unable to be conclusively determined through this investigation. A root cause for the reported overheated controller could not be conclusively determined through this investigation. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook (rev. D, section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.